Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was an attempted implant. The physician observed noise and oversensing on the atrial channel. Manipulation of the pocket produced persistent noise. Upon visual inspection of the device header, there appeared to be damage to the atrial seal plug. A replacement device was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the atrial setscrew seal plug. Next, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.